Manufacturer narrative:
Out of warranty repair, no request for service.

Event description:
The customer reported that the v60 has a green power supply led but will not turn on. There was no pt involvement. The biomedical engineer replaced the power supply to address the reported problem. The unit is now back in service.